Event description:
During a ureteral stent placement procedure two separate guide wires failed during the procedure. The first wire failed in the bladder and was easily retrieved. The second wire broke off in the left kidney and required additional intervention. Reference report #mw5145154.